Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed; the evaluation noted a noisy image and the subject could not be recognized. Additional evaluation findings are as follows: appearance defects of the cable noted due to physical stress; control unit appearance defects noted; leakage found. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported to olympus that no image was produced by the device. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h8. The information to h8 was inadvertently not include in the initial medwatch report. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it¿s likely the noisy image was due to a damaged cable in the camera head. The root cause of the event was unable to be identified. Olympus will continue to monitor field performance for this device.